Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure for this right atrial (ra) lead, the helix mechanism was difficult to operate. After several attempts, and with lead measurements that were within normal limits, the lead was implanted. The physician checked on fluoroscopy and believed the helix was fully extended. Lead measurements at the end of the procedure remained consistent with the values obtained during the procedure. Two weeks later, the patient returned to the emergency department. Loss of atrial capture was identified and it was found that the helix was not fully extended and the lead was loose. The lead was explanted and replaced without complication. No additional adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.

Event description:
It was reported that during the implant procedure for this right atrial (ra) lead, the helix mechanism was difficult to operate. After several attempts, and with lead measurements that were within normal limits, the lead was implanted. The physician checked on fluoroscopy and believed the helix was fully extended. Lead measurements at the end of the procedure remained consistent with the values obtained during the procedure. Two weeks later, the patient returned to the emergency department. Loss of atrial capture was identified and it was found that the helix was not fully extended and the lead was loose. The lead was explanted and replaced without complication. No additional adverse patient effects were reported. The explanted lead was returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The observation of dislodgement was not confirmed by laboratory analysis. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted during the intervention to address the loss of atrial capture.